Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. The patient¿s daughter stated the patient had ¿very low numbers¿ in the morning and her care giver gave her juice to get her ¿numbers up¿, values were not provided. The patient¿s ¿numbers¿ went down again, emergency medical services (ems) was called and her bg per ems was 99 mg/dl but no values were displayed on the cgm. When the patient's daughter arrived, she changed the patient¿s pump and recalibrated the cgm with a bg of 81 mg/dl. After more juice and lunch, the patient's bg was 84 mg/dl. The daughter stated that while she was holding the cgm, the value jumped from 84 mg/dl down to 67 mg/dl. At the time of contact, the patient was in stable condition. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.